Event description:
It was reported that an unexpected cgm app shut-off occurred. The patient stated that the app stopped working and he was unable to open it. He stated that because of this, he could not monitor his glucose values. He became hypoglycemic (no symptoms provided). His mother called the paramedics because his blood glucose (bg) was 24 mg/dl, and he was hospitalized for several days. He declined to provide any additional details including treatment and length of stay. At the time of the report he stated he was doing well. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. Data was provided for evaluation. Data investigation could not confirm an unexpected cgm app shut-off. The probable cause could not be determined. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unexpected cgm app shut-off occurred. The patient stated that the app stopped working and he was unable to open it. He stated that because of this, he could not monitor his glucose values. He became hypoglycemic (no symptoms provided). His mother called the paramedics because his blood glucose (bg) was 24 mg/dl, and he was hospitalized for several days. He declined to provide any additional details including treatment and length of stay. At the time of the report he stated he was doing well. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. Data was provided for evaluation. Data investigation could not confirm an unexpected cgm app shut-off. The probable cause could not be determined. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No additional patient or event information is available.